Event description:
On (B)(6) 2013, the reporter stated that her daughter had to go to the hospital after one of the needles that she had injected her insulin remained in her thigh. The consumer went to the hospital where they performed an x-ray of her leg as she felt that something was left but nothing was identified. Her leg was sore at the injection site on the thigh for a few days.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.